Event description:
Caller alleged discrepant inratio results. Results as follows: inratio meter results from (B)(6) 2012, were taken within minutes of elapsed time for venous draw. No pt info was provided.

Manufacturer narrative:
Investigation pending.